Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-1588rt-2j tightrope® ii rt with deploying suture was received for investigation. Visual evaluation noted that the white loop suture was no longer assembled to the suture system, was damaged, and had been cut into three pieces. Functional testing was unable to be performed due to the damage to the device. The most likely cause for the observed failure can be attributed to user error of the device due to excessive force used during suture tensioning. Per dfu-0147-eo revision 2 precautions: 1. Acl/pcl/btb/rt/abs tightrope only: excessive force on the shortening suture strands and/or tensioning the shortening suture strands not in-line with the bone socket may break the strands and impair ability to fully seat the implant. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket and the graft stability is verified by pulling distally on the graft.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a distributor via sems that a ar-1588rt-2j sutures broke during a acl all inside procedure by (B)(6). The event description is as such: femoral side, utilising acl tightrope rt-2j for the acl graft link as well as the tibia side using tightrope tn has been inserted to their tunnels. Final tensioning required on the femoral side. The acl rt-2j button floats up from the skin incision as well as the construct of the shortening strands on the tightrope. The sutures on the top locking fixation broke and requires the graft to be re-stitched again with a new tightrope. There is a case involvement and procedure is completed successfully by removing the graftlink from the knee and restitch the whole graftlink construct with a new ar-1588rt-2j and ar-1588tn-20. Pass the second newly construct graftlink into the knee joint. Broken piece was successfully retrieved from patient.